Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the isa provided lower co2 readings than expected. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The completed failure analysis determined incorrect gas span calibration zeroing by the user resulted in measurements outside the accuracy specification. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: 519085.

Event description:
The customer reported the isa provided lower co2 readings than expected. No patient impact or consequences were reported.